Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The field service engineer (fse) changed the reagent, changed the pinch tubing, performed fine tuned alignment to probes, adjusted the sipper nozzle, and performed mechanical checks, calibration, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 2 patient serum samples on a cobas e 411 immunoassay analyzer. The customer questioned the initial high results which prompted them to repeat the samples. On 03-jun-2024, sample 1 had an initial hcg result of 9.05 miu/ml. The sample was repeated twice and the results were 0.585 miu/ml and <0.100 miu/ml. The repeat result of <0.100 miu/ml was deemed correct. On 04-jun-2024, sample 2 had an initial hcg result of 44.79 miu/ml with flag. The repeat result was <0.100 miu/ml. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.